Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: foreign matter.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
Investigation summary: bd received five unopened 20 gauge insyte autoguard packages from lot 275653 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed black specks of foreign matter (fm) embedded into the grips of the units. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the black specks were pieces of burnt resin from the molding process. During production the excess resin from the molding process can build up and fall into new molds creating black specks.